Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10mg/ml at 1mg/day) via an implantable pump for spinal pain. It was reported that the patient's pump pocket was infected with yellow pus and the pump incisional wound opened up so the pump was visible. External factors included the patient scratching at the incision site to the point where it opened. No diagnostics or troubleshooting were performed. The pump and catheter were replaced and the issue was resolved. The pump was discarded. The patient's weight and medical history were asked but will not be made available.